Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during the investigation, a review of the black box showed a drastic voltage drop leading to a cs128 (replace battery alarm) on (B)(6) 2018 at 15:46. The battery compartment was found to be cracked above the bumper pad. Corrosion was observed inside the battery compartment. The returned battery cap was able to attach to the pump and power it on. Current draws measured within specifications. A "battery life" issue was not duplicated during testing. A leak test failed due to a battery compartment crack. The pump¿s cover was removed, and no further evidence of moisture was found.